Manufacturer narrative:
One device was returned for repair with complaint of detached downstream occlusion (dso) seal. Review of event log found no relevant events. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported issue was able to be confirmed through visual inspection. The cause of the reported issue was a peeling dso seal. The reported issue was resolved by replacing dso seal. Performed sensor calibration. The device passed all functional testing after repair activities were completed.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a detached downstream occlusion seal. There was no patient involvement, and no patient injury was reported.